Event description:
The complainant reported a patient was on impella cp support and upon explanting, the patient had ventricular tachycardia. The patient was defibrillated. The patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. As the necessary information was not provided, the root cause of the vt was not determined. G.1 revised reporting contact email since initial manufacturer device report number 1220648-2024-23122 was submitted.